Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a tha 25mm drill bit broke while attempting to drill a hole for a screw. The broken piece of the drill was confirmed by x-ray intra-op as being difficult to retrieve without causing bone damage. The decision by the surgeon was to leave it and the procedure was completed without any further incidence.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a tha 25mm drill bit broke while attempting to drill a hole for a screw. The broken piece of the drill was confirmed by x-ray intra-op as being difficult to retrieve without causing bone damage. The decision by the surgeon was to leave it and the procedure was completed without any further incidence.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.